Manufacturer narrative:
Correction: h4 a supplemental report is being submitted for a correction and device evaluation. H4 device manufacture date corrected from 31-jul-2018 to 25-jul-2018. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed contamination within the driveline connector port of the controller. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nimh battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller worked as intended. In addition, log files revealed that the controller was in use for more than two years. This is an additional finding not related to the reported event. The most likely root cause of the observed controller fault alarm during bench testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Log file analysis revealed thirteen electrical fault alarms, fourteen vad disconnect alarms, one high watt alarm, and eight vad stopped alarms were logged on (B)(6) 2021. Four electrical fault alarms were logged between 01:22:31 and 01:34:19 due to an open phase on the rear stator, causing the vad to run on a single stator. Two vad disconnect alarms were logged 01:36:40 and 01:36:49, due to open phases on both stators and the front stator not connected. An electrical fault alarm was logged at 01:36:53, indicating that the rear stator was not connected and open phases on both stators. Two vad stopped alarms were logged at 01:37:24 and 01:40:05, due to a failure of the vad to restart after several attempts; which were followed by several more electrical faults, vad stopped, and vad disconnect alarms. These were followed by the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. Additionally, several additional vad disconnect alarms were logged since 01:43:39 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported events were confirmed. Based on the available information, the reported electrical fault alarms, initial vad disconnect alarms, and high watt alarm can be attributed to contamination/foreign material of the controller's driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the vad to restart after several attempts. CAPA pr00502194 is investigating vad failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation updates completion. Product event summary: CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited 13 electrical fault alarms and 6 ventricular assist device (vad) stop alarms. The patient was watching television when the alarms started. The patient first heard electrical fault alarms, but then he also heard vad stop alarms. The controller was exchanged. No patient complications have been reported as a result of this event.